Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, this lead was observed via x-ray to be positioned correctly, with good sensing and threshold values noted. The pacing impedance measurements were high, out-of-range at between 2500-2700 ohms and the physician could not clearly see if the helix was properly extended. The lead was repositioned, but the impedance issue could not be resolved. This lead was removed and a new lead was implanted with normal measurements noted. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.

Event description:
It was reported that during the implant procedure, this lead was observed via x-ray to be positioned correctly, with good sensing and threshold values noted. The pacing impedance measurements were high, out-of-range at between 2500-2700 ohms and the physician could not clearly see if the helix was properly extended. The lead was repositioned, but the impedance issue could not be resolved. This lead was removed and a new lead was implanted with normal measurements noted. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the event of prolonged procedure. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.